Event description:
The surgeon inserted the glenosphere guide pin into the baseplate. He slid the glenosphere over the guide pin and impacted the glenosphere. When the surgeon tried to remove the guide pin it would not come out. The surgeon left the guide pin in the patient. The patient had poor bone quality, and leaving the pin would reduce the risk of fracturing the patient. The surgeon inserted cement into the glenosphere to ensure the pin remains secure. The surgery was completed successfully.